Event description:
During a procedure using the disposable falope-ring band applicator while deploying the bands applicator, the device started to cut the fallopian tube. The surgeon stopped and tried another like device. Second device did the same thing. (See medwatch mfg #2183680-2011-00007 for 1st device) the surgeon was not worried about the tube as that part would die off after the band was applied. A 3rd like device was used to finish the procedure successfully. No longer hospitalization stay was required for the patient.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.